Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a power supply that malfunctioned. It was unknown how the issue was found. No patient or user harm reported. A review of the risk management file was performed and it was determined that this complaint is a reportable malfunction. Regulatory reports have been submitted per regulations. The customer reported that the device was not getting the 5 volt, 3.3 volt, and the blower was overheating. The work order for the device was cancelled, as it was reported that the customer resolved the issue. Additional details are being requested to determine how the issue was resolved.

Manufacturer narrative:
Insufficient information was available to determine the resolution of the event. Multiple good faith efforts (gfe) were performed for further details regarding the event; however, no response was provided. No further details could be obtained regarding the event, and it could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.